Manufacturer narrative:
Convatec is submitting this report as a result of remediating activities related to the FDA 483 issued april 16 2014. Devices listed in this report are used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
Report received indicated that end-user developed a rash/itch in localized area when product was applied. No further info was provided and patient outcome was not reported.